Manufacturer narrative:
A device evaluation confirmed the customer allegation. Leakage was found in the forceps elevator knob cover and jet channel. The universal cord exhibited leakage due to damage to the inner glue. The distal end insulation failure was noted. Based on the stains visible in the connecting tube and the leaks present on the device, the issue is most likely a result of mishandling and insufficient cleaning. There were few additional findings. Color ring was cracked. Switch 1 was cut. Heavy corrosion at forceps elevator lock was noted. Water mouthpiece was loose. Electrical connector was corroded. The nozzle was removed and was not clogged. Light guide lens was broken and had no light. Distal end was partially disassembled to check bundle condition. This revealed the bundle was broken. Distal end cover was broken from heavy shock damage. Connecting tube was stained and had wrinkles. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope was leaking. There were small bubbles coming from the working channel. The device was returned and an evaluation revealed clogging of the air/water channel, most likely with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
This report is being submitted for additional information from customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was further reported, the issue "small bubbles coming from the working channel" was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage on the foreign material detection point was observed, nor was there any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system. - inspection of the air-feeding function. - inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.